Manufacturer narrative:
(B)(6).

Event description:
Procedure type: left colon resection. According to the reporter: pre-op diagnosis: diverticulitis surgeon fired the stapler. Staplers did not form correctly and they were not able to get the reload off the stapler handle. They opened the pt to fire another reload and to be sure the anastomosis was secure. The incident occurred on the first fire for the resection and the surgeon felt safer opening the pt to check the tissue and ensure remainder of operation went as planned. Another stapler was applied and worked fine. Operating room time was extended by more then 30 minutes. No reinforcement material was used. Surgical time was extended by more than 30 minutes due to the product problem without affect on the pt.